Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that customer experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. Another blood glucose level was 480 mg/dl. The customer declined troubleshooting for high blood glucose. The customer was forgot to bolus for lunch. The customer had site infection with pus. The device will not be returned for analysis.